Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified the device to be underweight and broken shell and others. A microscopic analysis was performed which identified a sharp broken and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact.

Event description:
Physician reported a rupture of the right device discovered via MRI. The device has been explanted and replaced. This record relates to the right side.